Event description:
A customer reported experiencing a cartridge alarm 20 while the pump was in use, though it did not cause their blood glucose level to exceed 500 mg/dl. Technical support decided to replace the pump and instructed the customer to use multiple daily injections (mdi) as a backup therapy to ensure uninterrupted insulin delivery. The customer was also guided on the steps to return the defective pump and prepare for the receipt of the new pump, which was sent by technical support.